Event description:
It was reported that the device was implanted in 2005. Audiological measurments showed insufficient amplification at 1 khz in the aided situation post-operative. The pt asked for a re-positioning of the device. The surgery was carried out under local anaesthesia. No significant improvement was reported. The pt asked for re-implantation with a new device- this was carried out in 2006. The explanted device was working during surgery as demonstrated by intra-operative tests, but the cable was damaged after surgery, during cleaning.

Manufacturer narrative:
The device has been explanted and has been returned, where it will be evaluated. When available a device failure analysis will be submitted as a follow-up report.